Event description:
It was reported that during the hospital physicists testing, it was determined that the output of the 2800 in high level fluoro mode exceeded the 20 rads/min max level. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Accutae testing with calibrated ge equipment found that the dosage at high level fluoro mode was 18.02 rads/min and 9.20 rads/min at normal mode. The system was tested and found to be working as intended and placed back into service.